Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced intermittent audio output from the receiver and an adverse event on (B)(6) 2016. The patient had her mother drive her to the hospital. The patient was given IV fluids and a doctor's note for work. The patient declined to be admitted to the hospital, stating that she would have been able to treat her missed high on her own, but needed the hospital for the IV fluids and a doctor's note for work. At the time of contact, the patient was in good condition. Additionally, the patient tested the receiver's high alert and it did not work. No further event information was provided.

Manufacturer narrative:
(B)(4)